Event description:
Reporter indicated that their vns pt was not feeling stimulation. Review of programming history showed the pt's systems test to have a dcdc code of 0 meaning that there is a possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. Good faith attempts are being made of additional details about the event.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.